Event description:
A customer in (B)(6) notified biomérieux of a false negative result associated with bact/alert® virtuo instrument (reference 411661). The customer reported that the instrument failed to flag an iqmh proficiency testing sample (bact-1710-2b candida parapsilosis) positive within five (5) days. There is no patient involvement in this event and no known adverse impact to the user. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
Biomérieux conducted an internal investigation: an iqmh proficiency testing sample that contained, bact-1710-2b-candida parapsilosis, failed to flag positive on the bact/alert® virtuo® on (B)(6) 2017. Biomérieux received the data backup on 02may2018; however, the graphs, readings, and images of the aerobic bact/alert® fa plus bottle were no longer available due to backup storage duration design limitations. A root cause could not be determined; however, two probable root causes were identified. The provider's sample may not have been a representative sample. As previously stated, the iqmh summary challenge survey stated, six participants requested sample replacements for various reasons, which included a "no growth" investigation. Additionally, if the processing instructions were not followed, the sample may not flag positive on the bact/alert® virtuo®. Although, the backup received did not contain the required data needed to evaluate the functionality of the instrument, biomérieux reviewed documents that were available such as the audit trail, calibration reports, daily average temperature reports and hourly temperature detail report associated with the standalone a/b unit instrument. The reports did not provide evidence of an instrument malfunction. Due to the required data no longer available on the backup, biomérieux cannot further investigate this issue.